Manufacturer narrative:
The technician found the brake pedal was broken. The technician replaced the brake pedal push pins to resolve the issue.

Event description:
The consumer alleged the brakes are not holding. No pt impact.